Event description:
It was reported that the pump touch screen was frozen. The customer's blood glucose level at the time of the event was 156mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.